Manufacturer narrative:
H.6 investigation summary: during manufacturing of material 221734, media is formulated and sent through a high temperature short time sterilizer to remove bioburden. The petri dishes are subjected to uv radiation to decrease bioburden. The petri dishes are filled in a positive pressure hepa filtered environment. The filled plates are cooled and immediately wrapped into sleeves to decrease the introduction of microbes. Sleeves are then packaged into cartons and then transferred to a refrigerated truck (2 to 8 degrees c) for shipment to the distributor. Bd distributors are provided with the storage guidelines for the shipping and handling of bd media of 2 to 8 degrees c in a dark place. The batch history record for batch 2284052 was satisfactory and no quality notifications were generated during manufacturing and inspection. The release testing that is performed on this product does include bioburden testing. A sample of plates are incubated at 25 degrees c and at 35 degrees c for approximately 72 hours. All bioburden testing performed on this batch was satisfactory per bd internal procedures. Affected product does not have any sterility claims; the product is tested for bioburden prior to release to ensure that it conforms to product specifications. However, this does not ensure that the end-user will not receive a contaminated plate. The complaint history was reviewed, and no other complaints have been taken on batch 2284052. Retention samples from batch 2284052 were not available for inspection. Ten plates from batch 2284052 were received as one unopened sleeve shipped in a box with packaging peanuts. Plates were inspected and 1/10 had surface bacterial growth (time stamp 1655). The affected plate was submitted to the ID lab and bacillus species was identified. Six photos also were received for investigation: one photo shows a sleeve from batch 2284052. Three photos each show the top of a sleeve from batch 2284052 (time stamp not readable) with what could be microbial growth in the top plate. One photo features the plate print from the top plate of a sleeve from batch 2284052 (time stamp not readable). One photo shows a close up of the side of plate with a colony visible in the media. This complaint can be confirmed. Bd has identified a contamination trend for this product and the investigation found opportunities for bioburden reduction in the manufacturing process. A CAPA (corrective and preventative actions) has been initiated and involves implementing additional cleaning events and evaluation of manufacturing procedures focused on in-process bioburden reduction. Additional trainings are planned with an ongoing training review for cleaning processes. Improvement in observation of contamination is expected as the CAPA progresses. Bd will continue to trend complaints for contamination.

Event description:
It was reported that bd bbl¿ cdc anaerobe 5% sheep blood agar 10 plates in an unopened sleeve appear to have white color on surface and black/dark red subsurface. The following information was provided by the initial reporter: white color on surface and black/dark red subsurface.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd bbl¿ cdc anaerobe 5% sheep blood agar 10 plates in an unopened sleeve appear to have white color on surface and black/dark red subsurface. The following information was provided by the initial reporter: white color on surface and black/dark red subsurface.